Manufacturer narrative:
The device was returned and evaluated by the supplier. The evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications. Evaluation of the returned device found that there was no visible damage to the sensor. The catheter was received in a drainage tube. Minor kinks were found in the catheter body. The device passed electronic, noise and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on their review, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
During icp monitoring procedure, it was noted the catheter sensor was leakage. Changed the new one to complete. There was no adverse event or extended surgery.